Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
It was reported that the patient had a blood clot and infection in (B)(6) 2000, and was treated with antibiotics approximately 3 years. Revision surgery was subsequently performed in operation (B)(6) 2003.

Event description:
A customer reported that on (B)(6) 2010 at 9:00 pm he received the following erratic readings on his freestyle freedom blood glucose meter: 501 mg/dl, 501 mg/dl, 384 mg/dl, 80 mg/dl, 168 mg/dl and 374 mg/dl. The readings were reportedly obtained within a ten minute timeframe. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported he adjusted his insulin dose as a result of the readings. The customer reportedly experienced symptoms of hypoglycemia on the same day at 11:30 pm. No third-party medical intervention was required and no medications were reportedly taken to counteract the hypoglycemic symptoms. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: - freestyle freedom meters are designed to give readings between 20 mg/dl and 500 mg/dl, and a "hi" display message will appear on the screen for readings over 500 mg/dl.